Event description:
The user facility reported that the capiox rx05 began leaking from the blood outlet port during priming. The oxygenator was changed out for a new one, and the procedure was completed successfully. Since the device in question was not used, no patient involvement occurred.

Manufacturer narrative:
The actual sample was returned and evaluated. Visual inspection revealed there was a tube jointed to the luer port; however, there were no anomalies, such as a break, in the appearance. The distal end of the involved tube (jointed to the luer port) was found to have come into contact with the outer wall of the blood outlet port. The actual sample was connected to a circuit with tubes and then primed. The priming solution leaked from the blood outlet port. The area around the luer port was subjected to x-ray fluoroscopic inspection, and it revealed that there was not an air tight seal around the involved tube and luer port. The tube was then removed and visually inspected. The distal end was found to be deformed. The luer port was visually inspected and found to be free from anomalies, including a break, which would cause a leak. A dedicated recirculation line tube is provided with this device. The actual sample was jointed to the recirculation line tube and primed. No leak was observed. A review of the complaint files confirmed that this lot has not been previously reported. A review of the device history record confirmed that there were no production related problems for this lot number. Although the cause of the reported event cannot be definitively determined based upon the available information, the evaluation results suggest that the leak was caused by the gap generated between the luer thread and the luer port and the involved tube incorrectly jointed to it. Device labeling does address the potential for such an event in the warnings section of the instructions-for-use by statements such as: "the blood cardioplegia line must be connected to the luer port lateral to the blood outlet port of the oxygenator if oxygenated blood is needed for blood cardioplegia." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up. (B)(4).